Event description:
Boston scientific received information that during an attempted implant procedure, while the physician was attempting to reposition this brady pacing lead, the patient expired. The lead was not removed from the patient post mortem thus, no product analysis will be conducted. No further information has been communicated at this time; boston scientific continues to work collaboratively with the field to seek additional details.

Manufacturer narrative:
At this time, no further information has been received, if new details are received a follow-up report will be submitted.